Event description:
The customer reported being unable to transfer 12 lead data.

Manufacturer narrative:
The customer reported being unable to transfer 12 lead data. On 04/23/2008, the philips fse assisted the customer with bluetooth configuration. There was no malfunction of the device. We are considering this a user misunderstanding regarding bluetooth configuration.